Event description:
It was reported to philips that the device lost power during use. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 4 and 6 were found slightly bent.

Event description:
It was reported to philips that the device lost power during use. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.